Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue that would have reported to this event. The reported patient effects of worsening mitral regurgitation (recurrent mr) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a cause for the reported single leaflet device attachment (slda) appears to be related to the patients pathology/morphology (thin leaflets). The reported patient effect of recurrent mr was due to the slda and shortness of breath appears to be a cascading effect of the recurrent mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that the patient underwent a mitraclip procedure on (B)(6) 2018, with implantation of one nt clip and one xtr clip (80416u278). The degenerative mitral regurgitation (mr) was reduced from grade 4 to grade 1. Follow up transthoracic echocardiograms (tte) were performed and noted no clip detachment; however, on (B)(6) 2018, the patient had complaints of shortness of breath and a tte was performed. It was noted that a single leaflet device attachment (slda) had occurred, with the clip detaching from the anterior leaflet. Mr increased to grade 3-4. A second mitraclip procedure was performed on (B)(6) 2018, with implantation of one additional clip, reducing mr to trace. Post procedure, the patient was doing well. No additional information was provided.